Event description:
It was reported that an ambulance transported customer to the emergency room (ER) due to blood glucose (bg) level of 36 mg/dl, cause was unknown. Reportedly, the customer became unconscious and fell which resulted in bruising. Customer¿s bg was treated intravenously with saline. Reportedly, customer left the ER eight hours later with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.